Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the colon cancer surgery, after squeezed down the firing trigger of cdh29a, no audible feedback, did not cut and stapled the tissue. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p57y53. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut, indented and nicks were noted. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The condition of the washer could be due to the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition marks were noted on the washer the condition on the washer is consistent with the device been fired over existing staples. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify the event for the cdh29a device. When the device "after squeezed down the firing trigger of cdh29a, no audible feedback, did not cut and stapled the tissue" did the device not deliver a staple line? No, the staples malformed or did the device deliver a complete staple line but no cut line at all? No.